Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing frequent charging. The patient underwent a revision procedure wherein the ipg pocket was reopened and restored due to a spot that really healed.